Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. Customer states an alarm did not occur prior to the constant tone they have been experiencing form the device. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump communicated properly with the test mini link transmitter and tested with a glucose sensor simulator. No lost sensor alarm and no unexpected time and date reset noted. The pump was monitored and no watchdog timeout, external ram crc, unexpected restart error, audio/beep anomaly or blank display noted. The pump was inspected and no damage found on the interface board. The pump had a displayable history crc alarm in the history due to a corrupted history file. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.